Manufacturer narrative:
The customer worked with a stryker tech support rep to troubleshoot over the phone. The device was not evaluated and the reported issue could not be verified. The customer suspected a bad trunk cable and was going to replace it. The customer confirmed that the trunk cable was replaced and the issue has not been duplicated since. The root cause is determined to be a bad trunk cable. H3 other text : device not returned to manufacturer.

Event description:
The customer contacted physio-control to report that their device switched from paddles mode to lead mode at least twice. In this state the device would not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device switched from paddles mode to lead mode at least twice. In this state the device would not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse patient outcome reported.